Event description:
Procedure type: laparoscopic - low anterior resection. According to the reporter, after the device was fired, a leak test was performed and a leak was found at the staple line of the anastomosis. Reportedly, the staples were observed to not have formed properly. The procedure was converted to an open procedure and the staple line was over-sewn. The procedure time was extended due to the reported condition.